Event description:
Biomed phoned tech support stating he needed help with an investigation of a possible overinfusion. There was no patient harm and no medical intervention was required. Customer stated that no additional patient or event details are available.

Manufacturer narrative:
(B)(4). Customer stated that the device will not be returned because they are only requesting a log review. Although requested, logs have not been received. A follow up report will be submitted with failure investigation results should the logs be received for evaluation.